Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose value was 129mg/dl and took 5 u its of insulin. When the customer woke up in the morning blood glucose level was 329mg/dl and took manual shot of 5units but finally it was 379mg/dl. Customer was assisted in doing high pressure test and it failed. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.

Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected alarms were noted. Unit received with minor scratched display window, case and keypad overlay.